Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfiles have been requested but not provided , therefore a deeper investigation cannot be performed. The root cause could not be identified by the investigation.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced a torn lobe, resulting in unclear vision with unknown pre-operative and post operative best corrected visual acuity and noticeable dissatisfaction due to the visual difference in the right eye, after lasik surgery. There are two related reports for this event. This report addresses the patient initial's dr, right eye and another manufacturer report will be filed for the fellow eye.